Event description:
The customer obtained negatively biased vitros total b-hcg ii patient results and both positively and negatively biased tsh patient results for multiple patient samples while using the vitros 5600 integrated system analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No erroneous total b-hcg ii or tsh patient results were reported from the laboratory to the clinician because the customer was executing a patient correlation study. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that biased vitros total b-hcg ii and tsh patient results were obtained during a patient correlation study while using the vitros 5600 integrated system. The most likely cause is an instrument related issue with the well wash subsystem. However, further investigation could not be performed because additional correlation testing requested was not completed. Repairs have returned the instrument to expected operation.